Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during rehabilitation following a reverse shoulder arthroplasty, the patient experienced pain. Radiographs revealed that the glenosphere was tilted and had disassociated from the baseplate. The patient was revised approximately two (2) months post-implantation, during which the glenosphere and humeral bearing were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Xray reviews showed the glenosphere appears tilted laterally and somewhat perched upon the groove of the humerus component. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.